Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system time was found to be 12 hours behind. A technical support specialist dialed in to the station and made the necessary changes and updated the settings. The user later confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station pt2-icun time was 12 hours behind. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.